Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer reported leaving the battery out for a long period of time and the insulin pump would not turn on. The customer's blood glucose was 79 mg/dl. The customer was not able to retrieve the display after troubleshooting. The customer also stated the contacts on the battery cap were missing. The customer will be sent a new battery cap. The insulin pump will not be returned for analysis.